Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate universal battery charger (ubc) (serial number: (B)(4)) not being able to charge the 14v batteries was confirmed via evaluation of the returned ubc. The ubc was returned and evaluated at the service depot on 1(B)(6) 2021. Upon evaluation, the unit was functionally tested and did not pass testing. The unit was disassembled, and fluid residue was found on the power supply printed circuit board (pcb), logic pcb, fan, and slot assembly. These were forwarded to product performance engineering for analysis and after evaluation, the fluid residue was confirmed. The universal battery charge was damaged beyond repair as the fluid reside was on multiple components across the entire unit. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(4) was shipped from abbott on (B)(6) 2021. Heartmate universal battery charger instructions for use ¿ ¿responding to advisory messages¿ explains how to properly interpret and troubleshoot all alarms. Heartmate universal battery charger instructions for use ¿ ¿inspection, cleaning, and maintenance¿ explain how to properly care for the equipment. Heartmate iii instructions for use ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use ¿ ¿equipment storage and care¿ and heartmate iii patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The instructions for use and the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) would not work and that all slots would not charge batteries. The product was returned for repair.